Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that blood leaked into the bag. When the cap was removed, it was loose. There was no patient involvement, no injury was reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. A device history review could not be performed due to logistical issues with the closure of the keene site and their transfer of DHR records. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leaks were observed. There was no known cause of the reported issue, and no further action will be taken.